Event description:
During a laparoscopic nissen fundoplication procedure, the device leaked. The surgeon used another device. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
6/16/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.